Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil did not detach after several attempts. No injury was reported with the pt as a result of the procedure. Same event as MDR # 2029214-2012-00684.

Manufacturer narrative:
The device has been evaluated and it was confirmed the implant coil was still attached to the pushwire, but the evaluation could not determine the cause of the event. (B)(4).